Event description:
Surgeon reported that the pt was feeling despondent and presented to him in complaining of no satiety, and he reviewed and suspected port leak. The pt was taken to theater and port changed, original port tested in theater, and surgeon observed a leak from base plate.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 27/jul/09. The reporter of the complaint was asked to return the product for analysis. The device has not been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."